Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr, the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek vantus meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 8:56 a.m. The meter result was 5.0 inr and at 12:00 p.m. The laboratory result was 3.1 inr. The patient stated she "got in panic mode" due to the high meter result and got a headache and went to the hospital. The patient was given steroids, muscle relaxer and anti-anxiety medicine at the hospital. The patient also received an MRI and cat scan, both were negative. The hospital could not determine the cause of the patient's headache, while they believed it may have been a migraine headache and are still investigating, the patient believes that the high meter result caused her anxiety which caused her headache. The patient's warfarin dose remained unchanged based on the laboratory result of 3.1 inr. The patients therapeutic range is 2.5-3.5 inr and tests every week. The patient is feeling better.